Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire on the fenestrated bipolar forceps instrument fray. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. Visual inspection shows no damage to the conductor wires or drive cables at distal end. The instrument installed on an isi in-house is3000 system passed recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions. The grips cables opened and closed properly. No physical damage was found.